Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time symptoms/ae: after vessel closure. It was reported that a proglide device was used for arteriotomy closure of an unspecified vessel after an interventional procedure. There were no issues reported with device deployment. Reportedly, a hematoma developed that required four units of blood and prophylactic antibiotic. The hematoma resolved in 2008. There were no reported adverse patient sequelae. Additional information has been requested but has not been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed. Spirit v diabetic event.